Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced arcing on a fenestrated bipolar forceps instrument. The customer removed the instrument and found thermal damage on the lower shaft of the instrument. A backup instrument of the same kind was connected and used for the remained of the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was using the fenestrated bipolar instrument on the erbe generator with settings cut:3 and coag: 3.the instrument issue did not cause injury to the patient and they have not returned to the hospital for any complications. The instrument did not collide with another instrument or staple clips when the issue occurred, the customer did not observe any bio debris on the instrument either. The customer confirmed that the instrument will be returned to isi.